Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified complication. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two 450cc mentor memorygel breast implants, suffered an unspecified complication that required them to have the left breast implant replaced on (B)(6) 2019. The implant was replaced with the following: 450cc mentor memorygel breast implant (catalog: 3504504bc lot: 7697739 sn: (B)(4)).